Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: a lesion and small non-significant periprosthetic effusion.

Event description:
Medical staff reporting a lesion and small non-significant periprosthetic effusion on the right side. Device has been explanted.